Event description:
It was reported that the drill bits were requested to be repaired due to the product becoming lodged in the radiolucent drive. No adverse consequences were reported.

Manufacturer narrative:
There were eight items associated with this complaint as follows: product code: (B)(4) (4 items). Product code: (B)(4) (4 items). The product was returned for evaluation. It was confirmed that for six of the eight radiolucent drills, the product had become lodged in the attachment. It was visually confirmed that the ultem material displayed signs of wear and tear for all eight of the returned products. It was not possible to determine the definitive root cause for the product malfunction.